Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, and the remainder of the device were checked for damage. A kink was noticed at the nosecone. Microscopic inspection did show a slight kink/damage to the middle shaft approximately 22.5cm from the tip. There was also some flattening of the middle shaft approximately 13cm to 15cm from the tip. The handle was opened and it was found that the middle sheath had pulled out of the retainer clip, this usually happens when there is extreme force during the deployment procedure. The fractured stent was confirmed through photos provided to bsc. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues, stent fracture, and catheter removal difficulties occurred. Vascular access was obtained using a contralateral approach. The 100% stenosed, 100mm in length target lesion was located in the moderately tortuous, moderately calcified, 4.5mm in diameter superficial femoral artery (sfa). A 35x260cm non-bsc guide wire was advanced and the lesion was pre-dilated with a 5mm wanda balloon catheter. This 6 x 180 x 130 innova stent delivery system was then advanced to the target lesion. After approximately 4-5cm of the stent was deployed, the stent deployment function became unresponsive. The physician was then forced to remove the entire system. During removal, the partially deployed stent caught on a previously deployed stent in the external iliac artery (eia), causing the 6 x 180 x 130 innova stent to become stretched and fracture during removal attempts. Approximately 1.5cm of the stent fractured and remained in the patient. An epic stent was placed in the eia to cover the fractured portion of the 6 x 180 x 130 innova stent. Three (3) innova stents were placed in the sfa to cover the target lesion. The procedure was concluded with no further patient complications. It was noted that kinks were present on the innova delivery system. The patient is in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issues, stent fracture, and catheter removal difficulties occurred. Vascular access was obtained using a contralateral approach. The 100% stenosed, 100mm in length target lesion was located in the moderately tortuous, moderately calcified, 4.5mm in diameter superficial femoral artery (sfa). A 35x260cm non-bsc guide wire was advanced and the lesion was pre-dilated with a 5mm wanda balloon catheter. This 6 x 180 x 130 innova stent delivery system was then advanced to the target lesion. After approximately 4-5cm of the stent was deployed, the stent deployment function became unresponsive. The physician was then forced to remove the entire system. During removal, the partially deployed stent caught on a previously deployed stent in the external iliac artery (eia), causing the 6 x 180 x 130 innova stent to become stretched and fracture during removal attempts. Approximately 1.5cm of the stent fractured and remained in the patient. An epic stent was placed in the eia to cover the fractured portion of the 6 x 180 x 130 innova stent. Three (3) innova stents were placed in the sfa to cover the target lesion. The procedure was concluded with no further patient complications. It was noted that kinks were present on the innova delivery system. The patient is in stable condition.